Event description:
According to the reporter: from the beginning of procedure, the device could not cut well. Another device was used to complete the procedure. There was no bleeding occurred, no additional tissue loss, and nothing fell into the cavity.

Manufacturer narrative:
(B)(4).